Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with a g7 cgm and an infusion set history that included a bent cannula on an inset 6 mm 23 inch, after which the user switched to a contact detach and continued to see high readings without pump alarms or leakage, with a fingerstick used to confirm hyperglycemia. Symptoms included hyperglycemia. Outcomes included user-performed troubleshooting and education, including advice to complete a full set change; the user opted to administer a manual insulin injection and was advised to remain disconnected from the pump for at least two hours. Investigation included complaint intake review and user-guided troubleshooting. Investigation of this case revealed no device alarms, no confirmed infusion site leakage, and an earlier bent cannula on a prior set that could have contributed to under-delivery before the set change, while the current cause of persistent hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.